Event description:
In 2007, the patient was treated for an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On an unknown date, the patient experienced a retrograde internal iliac aneurysm, which caused the common iliac artery to dilate and a type-1 endoleak. In 2009, a re-intervention occurred. The internal iliac was coil embolized, and the original graft was extended with a contralateral leg component. The endoleak resolved and the patient is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient were: pxt281418, pxc201200, pxc201000.